Event description:
It was reported that the procedure was to treat a totally occluded lesion in the anterior tibial artery with moderate tortuosity and moderate calcification. The 1.5 x 120 mm armada balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The armada was advanced, and resistance was noted with the 4f sheath. The balloon was inflated to 4 atmospheres (atm) for 10 seconds; however, a balloon rupture occurred. During removal, resistance was again noted with the sheath. Three additional balloon catheters were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer sheath was unable to be confirmed however the balloon rupture was able to be confirmed. Based on a visual, dimensional, and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.